Event description:
During the implantation of the subject ICD, all the usual tests were performed successfully (impedance, sensing, threshold). Then atp was applied manually through the eps screen while the patient was in sinus rhythm. Although 8 cycles per sequence were programmed, two atp sequences showed inappropriate number of pacing spikes (4 and 9 spikes instead of 8). An explanation is requested.

Event description:
During the implantation of the subject ICD, all the usual tests were performed successfully (impedance, sensing, threshold). Then atp was applied manually through the eps screen while the patient was in sinus rhythm. Although 8 cycles per sequence were programmed, two atp sequences showed inappropriate number of pacing spikes (4 and 9 spikes instead of 8). An explanation is requested.

Event description:
During the implantation of the subject ICD, all the usual tests were performed successfully (impedance, sensing, threshold). Then atp was applied manually through the eps screen while the patient was in sinus rhythm. Although 8 cycles per sequence were programmed, two atp sequences showed inappropriate number of pacing spikes (4 and 9 spikes instead of 8). An explanation is requested.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf vr models approved under p060027.

Manufacturer narrative:
Preliminary analysis of the programmer files revealed that the 4 manual atp sequences delivered through the eps screen have been interrupted almost immediately by telemetry errors. The origin of these telemetry errors remains unknown. The last manual atp sequence could be successfully delivered with 8 cycles, as programmed.